Manufacturer narrative:
Exact date unknown, event occurred (B)(6) of this year.

Event description:
It was reported that the patients paddle lead was fractured due to fall. The patient underwent a paddle lead replacement procedure and was successful. The explanted paddle lead will not be returned.

Event description:
It was reported that the patients paddle lead was fractured due to fall. The patient underwent a paddle lead replacement procedure and was successful. The explanted paddle lead will not be returned. Additional information was received that the lead fracture that occurred from the fall caused impedances on the lead that interfered with proper coverage. The patient was doing well and satisfied postoperatively.